Event description:
Pt was experiencing increase in spasticity and had baclofen dosage gradually increased over a period of 6 days for relief of symptoms. During this time period, the catheter was checked for patency as well as verification of location of the catheter. Both of these tests were acceptable. The pump reservoir was aspirated approx. Two weeks after onset of the symptoms, and found to have a larger volume of residual drug than expected from the pump telemetry. Radioscopy of the pump was done during a programmed bolus dose, and no evidence of rotor movement was observed. The pump was then explanted and replaced.